Event description:
It was reported that this right ventricular (rv) lead exhibited an increased pacing threshold. The patient underwent lead revision, during which the same lead was utilized. Technical services (ts) assessed device performance as normal following the revision. No additional adverse patient effects were reported.